Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Event description:
The patient reported: my back teeth aren't covered by the aligners, and they really hurt my gums. I feel like I can't close my mouth correctly. It looks like I have a mouth guard in, and my top lip sticks out a lot. My jaw hurts from my mouth not being closed properly. My tongue is cut, my gums bleed, and there's blood inside the aligners. My gums are extremely sensitive and in pain. They hurt really badly. Is there any way to get a refund? I've been taking pain medication, but it's not helping. I filed down the edges, but it's still hurting. The clinician provided the patient with tips and tricks to manage the discomfort. No further information was provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.